Event description:
It was reported that an epileptologist's handheld computer would not power on due to unknown reason. The epileptologist had the handheld charged as it was plugged into the ac power supply. A soft reset was performed on the reported handheld but the power issue prevailed. A new handheld was sent to the physician and good faith attempts to obtain the reported handheld returned to the manufacturer have been unsuccessful to date.